Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac defibrillator exhibited premature battery depletion. No intervention or patient symptoms were reported.